Event description:
Report received from abbott international affiliate (abbott italy) of bung detachment. Report states, "leakage of water mixed to blood, occurred during the flushing of the line at the level of the inline sampling port, due to detachment of the bung. No harm to pt/operator occurred." Further info received, indicates the event occurred during flushing of the line and the blood loss was approx 3cc's. The device was replaced immediately with another that functioned normally. There was no report of pt adverse event.